Manufacturer narrative:
A request was made to the field representative to learn how this issue was resolved. Available information suggests the lead and device remain implanted. This report will be updated when additional information is received.

Manufacturer narrative:
(B)(4). Boston scientific received additional information that a red alert was displayed in the patient's remote monitoring system for this device and associated rv lead, due to a high, out-of-range shock impedance measurement. A review of the lead measurements found shock impedances in the 75-90 ohms range. A copy of the device memory was submitted to technical services for review. Engineering found the device stored one shock impedance measurement that was greater than 200 ohms, with all other daily shock impedance measurements within normal range. Technical services discussed that one abnormal measurement may not indicate a lead issue as it could have been caused by noise, and that delivery of a 1.1 joule and a 41 joule shock would be the most accurate way to test the integrity of the lead. It would be the physician's discretion to take further action or to continue to monitor the lead.

Event description:
Boston scientific received information that during post-implant testing, the shock impedance measurements on this right ventricular (rv) defibrillation lead and associated cardiac resynchronization therapy defibrillator (crt-d) were out-of-range. A boston scientific technical services consultant confirmed the shock configuration was programmed correctly for a single coil lead, and discussed performing a commanded shock or reopening the pocket to confirm lead to device connections. No adverse patient effects were reported.

Event description:
--